Manufacturer narrative:
The pump was returned for investigation. No physical damage was observed on the returned product. The pump passed all electrical resistance tests on the motor cable and the dp sensor. The pump was further connected to the aic, and the impella stopped; a controller failure alarm was observed during the start of the pump. A significant amount of biomaterial was observed on the impeller. High purge pressure was reproduced during the test. Further teardown of the inflow cage was performed to clear the biomaterial. After clearing the biomaterial, the pump was able to run in a bucket of water with no purge-related issues and also confirmed that the purge gap appeared normal on the pump. Pump stop: the data log shows several pump stop alarms with motor current spikes at the end of the case run on day 7. Purge pressure was slightly elevated during the pump stop event. The cause of the pump stop issue was biomaterial ingestion during the case run, based on returned product investigation and data log review. Placement signal issue: the lt log shows notifications of completing the zeroing sensor event. Additionally, the imc log was reviewed and noted that the zeroing of the dp sensor was per specification and that the correct offset was maintained until the end of the case run. The imc log confirms that the doctor pressed the p-0 pump start input three times after zeroing the sensor. The cause of the placement signal issue was not determined, as the data log suggests no issues in calculating the offset during the zeroing process, and sufficient clinical information was not provided to confirm any user-related aspects. The cause of the positioning issue was not determined since sufficient clinical information was not provided. The cause of the access site bleeding issue was not determined since sufficient clinical information was not provided.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that the staff was unable to adequately calibrate / zero the signal of an implanted impella rp pump. Roughly six days into support, positioning issues were encountered following swan ganz catheter removal and the pump stopped unexpectedly multiple times. The pump was replaced in response to the noted failure. Further details state that the patient was unstable and care was withdrawn and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-29217. D10 concomitant medical products and therapy dates updated. H6 medical device problem code 3009 positioning problem has been updated.